Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic suture of the peritoneum, after suturing with the needle holder, the needle tail was disconnected from the thread. There was no patient injury.